Event description:
It was reported that while the patient was being ventilated in Pressure Support ventilation mode, the patient awoke and began actively breathing/pushing, after which the delivered tidal volume reportedly decreased to zero. The ventilator reportedly did not transition to the backup Pressure Controlled ventilation mode as expected. The patient subsequently developed bradycardia that reportedly progressed to asystole. The user manually changed the ventilation mode to Pressure Control, after which tidal volume returned, and ventilation continued.The final reported patient outcome was no permanent harm.Manufacturer¿s Ref #: (b)(4).